Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Surgical intervention resolved the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge their ipg as recommended. In turn, the ipg became inoperable. As a result, surgical intervention may be pending.